Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports upon completing an injection, the nurse removed the needle from the pt. The customer stated the nurse then pushed the safety sleeve up to cover the needle and the safety sleeve went flying off of the syringe leaving the unprotected needle.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.